Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the automark summary list were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The automark summary concluded that high impedance readings were recorded during some of the final rf episodes, consistent with the reported impedance rise issue. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance rise, cardiac tamponade, myocardial perforation and patient expiration remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a non-ischemic ventricular tachycardia procedure, a cardiac tamponade occurred requiring corrective surgery and the patient expired on (B)(6) 2023, due to multiple organ failure. Rf was applied with variable and great contact force as there was difficulty positioning on the site due to a dilated right ventricle. During 2 rf applications, there was sudden impedance increase (250-260 ohms max) in a localized area, in the anteroseptal zone of the right ventricle. After a few minutes, the patient¿s blood pressure dropped, and a transthoracic cardiac echography revealed a massive tamponade. At this point the procedure was stopped, and percutaneous drainage was performed, however this was not effective. A cardiac surgeon then performed a thoracotomy to find the bleeding source. There was a myocardial perforation in the area where the rf was applied in the anteroseptal right ventricle, so a fibrin glue patch was applied on this zone by the cardiac surgeon which stabilized the patient. There were no alleged performance issues with any abbott devices. On (B)(6) 2023, the patient expired due to multiple organ failure.

Event description:
During a non-ischemic ventricular tachycardia procedure, a cardiac tamponade occurred requiring corrective surgery and resulted in the patient's death the next day. Rf was applied with variable and great contact force as there was difficulty positioning on the site. During 2 rf applications, there was sudden impedance increase (250-260 ohms max) in a localized area, in the anteroseptal zone of the right ventricle. After few minutes, the patient¿s blood pressure dropped, and a transthoracic cardiac echography revealed a massive tamponade. At this point the procedure was stopped, and percutaneous drainage was performed, however this was not effective. A cardiac surgeon then performed a thoracotomy to find the bleeding source. There was a myocardial perforation in the area where the rf was applied in the anteroseptal right ventricle, so a fibrin glue patch was applied on this zone by the cardiac surgeon which stabilized the patient.